Event description:
It was reported that during a procedure the core impaction drill was overheating. The procedure was completed successfully, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the motor was found to be in need of replacement. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.